Event description:
Event description guidant received information that high threshold measurements were obtained on this right ventricular lead. A microscopic lead dislodgement was suspected. During the procedure to reposition the lead, the helix was unable to be fully retracted and the lead was explanted. The decision was made to implant the new lead on the patient's right side and the entire pacing system was moved to the right side.